Event description:
It was reported that a patient¿s caregiver requested to discontinue and return the ilet system due to fluctuating blood glucose while using the device, indicating concerns that the patient was not ready to manage the system. Symptoms included hyperglycemia. Outcomes included no reported injury, no hospitalization, and cessation of device use. Investigation included a review of the complaint details and return logistics. Investigation of this case revealed no device performance allegation beyond variable glycemic control, no reported alarms or malfunctions, and no device component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear.

Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.